Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the device performed to specification. The device was put through extensive testing including internal and external evaluation and pacing testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed when the device was in pacing mode, that it was not detecting a valid patient impedance. Several factors outside a device malfunction could have lead to this including; electrodes not connected to the multifunction cable, the multifunction cable not connected to the device or the electrodes not attached to the patient, poor patient preparation or pad placement. There are multiple factors that could lead to the inability to pace, there were ECG lead off warnings, which in this state, the device would be unable to pace on demand. The clinical file was not available for review as part of this investigation. No trend is associated with reports of this type.